Event description:
The customer reported that an 840 ventilator had a blank display. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. Covidien was not authorized to service the device.